Manufacturer narrative:
(B)(4). Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4). The reported complaint for iab "recessed fos tip" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " recessed fos tip". Additional information states that the iab was removed and another was inserted in the same insertion site. No patient harm or injury reported. The patient's current condition is reported as "fine".

Event description:
It was reported " recessed fos tip". Additional information states that the iab was removed and another was inserted in the same insertion site. No patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).